Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones. The device was checked via a remote monitoring system and high out of range shock impedances were observed on the right ventricular (rv) lead. The impedance values were 135 ohms. At this time, the products remain in service. No adverse patient effects were reported.